Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After insertion of faradrive into a patient and farawave into a sheath, during long aspiration there were visible air bubbles. The sheath also had a fluid leak reported. After changing for a new faradrive the issue resolved. No patient complications occurred. It was further reported that there were no sheath abnormalities noted during perpetration, no abnormalities when the sheath was inserted, only when the farawave was inserted. A pressure bag was used for irrigation. The air bubbles were observed in the lumen port and the aspiration syringe. There was no air seen in the patient, no physical damage noted on the luer and there was no leak coming from the sheath.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and code a050401 was removed from section h6 device codes it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After insertion of faradrive into a patient and farawave into a sheath, during long aspiration there were visible air bubbles. The sheath also had a fluid leak reported. After changing for a new faradrive the issue resolved. No patient complications occurred.